Manufacturer narrative:
The fractured zirconium abutment was returned with the retaining screw and a small piece of a cylinder shaped item approximately 2mm in length. Visual inspection revealed the abutment fractured above the internal lobe connection; the fracture surface area was uneven. Microscopic analysis revealed reduction to the upper wall thickness, the lobe section was not returned. Events of this nature are usually caused by the prepping of the abutment prior to attaching it to the implant. Modification can lead to abutment fracture. Due to the inherent nature of materials used for ceramic abutments, failures of this nature are not unexpected. Visual exam also revealed the upper cavity of the abutment was completely clogged with a hard substance, most likely attributed to the cement used to secure the temporary crowns to the abutment. Additionally, a piece of cotton was found in the lower cavity, this was most likely used to protect the screw head from getting clogged. The root cause of this event is likely attributed to user technique and/or operational context. This product is supplied by keystone dental as a non-sterile device, consequently, there is no expiration date. (B)(4).

Event description:
The complainant reported that a pt had implant surgery on (b)(64) 2009 at (B)(4). The implant was immediately temporized with a temporary abutment, an acrylic crown and placed out of occlusion. On (B)(6) 2010 the temporary abutment was replaced with a zirconium abutment and temporized with an acrylic crown. The clinician reported that the abutment fractured on (B)(6) 2010. There was no indication from the complainant of any adverse effect to the pt as a result of the reported abutment fracture.